Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the catheter tip was damaged foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip was damaged.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the catheter tip was damaged foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the catheter tip was damaged.

Manufacturer narrative:
Investigation: a device history record review showed no non-conformance's associated with this issue during the production of this batch. The sample returned was not decontaminated by vendor. Needle pierced through catheter was observed from the 3 photos received. Needle pierced through catheter was observed on the actual sample. The complaint is confirmed and product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced was before the implementation of the CAPA. CAPA#590840 had been initiated to address needle pierced through catheter issue.